Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. Initial reporter phone: (B)(6). The email address of the initial reporter is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: it was reported that during a mechanical thrombectomy of a middle cerebral artery (mca) occlusion using a 5 x 33mm embotrap ii revascularization device (et009533 / lot# unknown), a distal thromboembolism and subarachnoid hemorrhage (sah) occurred. Additional information provided by the sales rep on 12 november 2019 indicated that the site of the bleeding was at the peripheral middle cerebral artery (mca) the patient did not have any clinical symptoms associated with the bleed and hemostasis was considered complete. The distal thromboembolism was suctioned using the sofia® flow plus aspiration catheter (microvention-terumo), and the patient did not experience any symptoms as a result of the event. On 14 november 2019, additional information was provided indicating that ¿hemostasis was performed¿ for the subarachnoid hemorrhage. At the time of the complaint initiation, the severity of the hemorrhage and information related to medical intervention / treatment, hospitalization and patient outcome were not reported. Access was made at the right femoral artery with a 9f sheath (25cm). The physician attempted to deliver a 9f optimo¿ balloon guide catheter (tokai medical products) to the right internal carotid artery (ica) using a 5f nwb and half stiff wire, but it was difficult to delivery the balloon guide catheter. The physician replaced the device with a 6f simmons guiding catheter (merit medical). A marksman¿ microcatheter (medtronic) was delivered to the mca via the chika 14 guidewire (asahi intecc) and the device advanced to the distal site. The first pass made, the embotrap device was subsequently deployed and a slight thrombus was observed in the embotrap device; full perfusion was not achieved. A second pass was made with the embotrap device, but revascularization was still not achieved. The sofia® flow plus aspiration catheter (microvention) was used to applied aspiration. Imaging then revealed that the inferior m2 branch had reopened. An attempt was made to advance the marksman microcatheter to the superior brahnce of the m2, and although the wire progressed, the microcatheter failed to advance. The physician suspected that the thrombus was ¿very hard.¿ when the physician image the occlusion site, the image revealed that the clot had moved distally, and the proximal portion of the superior branch was drawn. The marksman microcatheter was delivered beyond the site of the distal occlusion and a third pass was made with the embotrap; however, the occlusion persisted. During this time, the xperct scan showed that a subarachnoid hemorrhage had occurred. The procedure was then conclusion with a final mtici score of 2b. An 8f angio-seal vascular closure device was used hemostasis at the femoral arterial puncture site. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Distal embolization and hemorrhage are known potential complications associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and are listed in the embotrap instructions for use (IFU) as such. The root cause of the distal embolization cannot be conclusively determined based on the limited information available for review; however, procedural factors and/or clot burden/characteristics may have contributed. The root cause of the sah cannot be conclusively determined; however, the patient had presented with an ischemic stroke and likely received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhage. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The risk of hemorrhage limits the applicability of tissue plasminogen activator (tpa). Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed with no indication of a device malfunction or performance issue. There was no report of malfunction associated with the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during a mechanical thrombectomy of a middle cerebral artery (mca) occlusion using a 5 x 33mm embotrap ii revascularization device (et009533 / lot# unknown), a distal thromboembolism and subarachnoid hemorrhage (sah) occurred. Additional information provided by the sales rep on 12 november 2019 indicated that the site of the bleeding was at the peripheral middle cerebral artery (mca) the patient did not have any clinical symptoms associated with the bleed and hemostasis was considered complete. The distal thromboembolism was suctioned using the sofia® flow plus aspiration catheter (microvention-terumo), and the patient did not experience any symptoms as a result of the event. On 14 november 2019, additional information was provided indicating that ¿hemostasis was performed¿ for the subarachnoid hemorrhage. At the time of the complaint initiation, the severity of the hemorrhage and information related to medical intervention / treatment, hospitalization and patient outcome were not reported. Access was made at the right femoral artery with a 9f sheath (25cm). The physician attempted to deliver a 9f optimo¿ balloon guide catheter (tokai medical products) to the right internal carotid artery (ica) using a 5f nwb and half stiff wire, but it was difficult to delivery the balloon guide catheter. The physician replaced the device with a 6f simmons guiding catheter (merit medical). A marksman¿ microcatheter (medtronic) was delivered to the mca via the chika 14 guidewire (asahi intecc) and the device advanced to the distal site. The first pass made, the embotrap device was subsequently deployed and a slight thrombus was observed in the embotrap device; full perfusion was not achieved. A second pass was made with the embotrap device, but revascularization was still not achieved. The sofia® flow plus aspiration catheter (microvention) was used to applied aspiration. Imaging then revealed that the inferior m2 branch had reopened. An attempt was made to advance the marksman microcatheter to the superior brahnce of the m2, and although the wire progressed, the microcatheter failed to advance. The physician suspected that the thrombus was ¿very hard.¿ when the physician image the occlusion site, the image revealed that the clot had moved distally, and the proximal portion of the superior branch was drawn. The marksman microcatheter was delivered beyond the site of the distal occlusion and a third pass was made with the embotrap; however, the occlusion persisted. During this time, the xperct scan showed that a subarachnoid hemorrhage had occurred. The procedure was then conclusion with a final mtici score of 2b. An 8f angio-seal vascular closure device was used hemostasis at the femoral arterial puncture site.